Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.

Event description:
Per salesrep who was notified by the facility, that during a procedure the doctor was removing a sponge using a grasper. The doctor questioned the rep regarding the jaw of the grasper if a pin was part of the design. No further information has been provided by the facility if a pin from the jaw was missing.